Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 33-year-old female patient who had essure (batch no. B97489) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation performed concomitantly with the essure" on (B)(6) 2014 and device monitoring procedure not performed "patient did not undergo an essure confirmation test". Concomitant products included ethinylestradiol;norgestimate (ortho tri-cyclen). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general),"), fatigue ("fatigue,"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse),"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, fatigue, dysmenorrhoea and dyspareunia had not resolved. The reporter considered dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: insertion details-right -1 and let 3 coils were noted lot number: b97489, manufacture date: 2013-11, expiration date: 2016-11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6) year old female patient who had essure (batch no. B97489) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation performed concomitantly with the essure" on (B)(6) 2014 and device monitoring procedure not performed "patient did not undergo an essure confirmation test". Concomitant products included ethinylestradiol;norgestimate (ortho tri-cyclen). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general),"), fatigue ("fatigue,"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse),"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, fatigue, dysmenorrhoea and dyspareunia had not resolved. The reporter considered dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: insertion details-right -1 and let 3 coils were noted. Most recent follow-up information incorporated above includes: on 21-feb-2020: pfs received- lot number were added. New events abnormal bleeding (general), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, endometrial ablation performed concomitantly with the essure, patient did not undergo an essure confirmation test were added. Event injury update to pelvic pain female. New reporters, patient information , concomitant drug were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.